Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system became unusable with a black screen flashing on the front, and the system would shut down without command and reboot. There is no report of injury or death associated with the event described in this complaint.